Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that she had the alarm last night and has already cleared the system error. The technical service representative (tsr) explained the alarm. No patient injury or medical intervention was indicated at the time of the initial report. During follow up , the home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp said she was using the luer lock system. Per hp, she did not receive any injury or medical intervention as a result of this incident, she did tell her nurse about the alarm. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2267 alarm cannot be confirmed due to a sample not being available. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.